Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured inside the vessel. Hemostasis was achieved through manual compression lasting less than thirty minutes. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU). The balloon lost pressure after being pulled to the arteriotomy. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. Mild peripheral vascular disease or calcium was present near the puncture site. The femoral artery¿s suitability was verified by angiography, with a confirmed vessel diameter of =5 mm and moderate vessel tortuosity. Calcium presence at the puncture site was also mild. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was certified in the use of the mynx device. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured inside the vessel. Hemostasis was achieved through manual compression lasting less than thirty minutes. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU). The balloon lost pressure after being pulled to the arteriotomy. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. Mild peripheral vascular disease or calcium was present near the puncture site. The femoral artery¿s suitability was verified by angiography, with a confirmed vessel diameter of =5 mm and moderate vessel tortuosity. Calcium presence at the puncture site was also mild. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was certified in the use of the mynx device. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 was not depressed. The stopcock was found open with no syringe returned for this evaluation. The sealant was not returned for this evaluation. No catheter sheath introducer was returned for this evaluation. The balloon was found completely burst, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The inflation/deflation analysis could not be performed due to the balloon¿s compromised condition. A high-magnification evaluation was executed to assess the balloon surface. During this analysis, a radial tear was denoted on the balloon surface, which may have resulted from the observed burst condition. The reported ¿balloon balloon loss of pressure¿ was observed during analysis of the returned device as a radial tear was observed on the balloon. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics, such as the calcium reported, may have contributed to the reported event. As per the instructions for use (IFU), the safety and effectiveness of the mynx control has not been established in patients with small femoral arteries (less than 5mm), or patients with clinically significant peripheral vascular disease in the vicinity of the puncture. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. The product analysis does not suggest that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.